Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a, e1 initial reporter name, e3, g2. Received call from physician the ccu regarding a fiber optic sensor failure. Esp team member verified they had attempted to unplug the fiber optic cord and plug it in without success. Physician placed esp team member on speaker phone with nurse the bedside nurse. Esp team member confirmed physician had transduced the inner lumen, and the pump had an arterial waveform and pressures. Esp team member collected product surveillance information. Esp team member instructed them to save the catheter after use, and a return box would be sent to collect it. Esp team member encouraged them to call back if they had any questions. Physician asked what the difference between using the fiber optic and having it unplugged was. Esp team member reviewed the difference between the transducer and the fiber optic. Physician was appreciative of the assistance.

Event description:
It was reported through a direct call from the customer to the emergency support program regarding during intra-aortic balloon therapy, a fiber optic sensor failure. No harm reported.

Manufacturer narrative:
Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, fiber optic sensor had failed. No harm or injury to the patient was reported.